Manufacturer narrative:
Corrected data: section g2: report source corrected. Section h6: health effect clinical code, health effect impact code, and medical device problem code corrected. Manufacturer's investigation conclusion: the reported event of no data shown on the system monitor when connecting the system controller, serial number (B)(6), was confirmed via testing of the returned product. No log files were submitted due to the communication issue; however, log files were downloaded from the returned system controller. A review of the downloaded log file spanned approximately 4 hours (9:23:46 ¿ 13:19:47 on 22jul2025), recorded events were unremarkable. No notable alarms were observed in the downloaded log files. The system controller, serial number (B)(6), was returned for analysis and the issue of no data shown on the system monitor when connecting the system controller was reproduced. The returned system controller was connected to a system monitor to download log files. There was no communication between the system monitor and system controller. The system controller was opened, and internal components were unremarkable. The power cables were replaced with known functional test power cables, and the system controller was able to communicate without issue. The white power cable from the returned controller were tested for resistance and it was noted that the communication line had an open loop. The white power cable was opened and revealed that the orange wiring (communication wiring) was completely severed. The observed damage would explain the reported event. Multiple attempts were made to obtain additional information from the customer regarding if log files are available, if any alarms were associated with the event, why was the patient readmitted, and if there were any adverse events due to the controller exchange; however, no response was received. A root cause for the reported communication issues was determined to be due to damage of the internal communication wiring. There were incidental findings of fluid ingress observed on internal jacket of power cables. The device history record for the system controller (serial number (B)(6)) were reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. D) and the heartmate 3 patient handbook (rev. A) are currently available online. Heartmate 3 instructions for use (rev. D) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. A) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller and its power cables. Heartmate 3 patient handbook (rev. A) section 4 ¿ ¿living with the heartmate 3¿ explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. Heartmate 3 instructions for use (rev. D) section 6 ¿ ¿patient care and management¿ warns the user to never submerge the driveline, modular connector, system controller, or any external system components (such as the power module, the mobile power unit, batteries, power cables, or battery clips) in water or liquid. Submersion in water or liquid may cause the left ventricular assist device to stop. The heartmate 3 patient handbook (rev. A) section 10 ¿ ¿safety checklists¿ instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (rev. A) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was readmitted and the left ventricular assist device (lvad) team exchanged the primary system controller with the backup system controller because no data was shown on the monitor when connected. The site issued a new backup for the patient, and would return the exchanged system controller for analysis.